Manufacturer narrative:
A 41173e-0006 product was not available for investigation of pr (B)(4); the lot number was not provided by the customer. The feedback provided by the customer states that, "reports of the tubing pulling off drip chamber during use." No further information was available to assist the investigation in this instance. The details of this feedback were forwarded to the manufacturing site for investigation; however, the lot number was not available and therefore it is not possible to perform a review of the production documentation for this particular product. The root cause of the customer¿s experience could not be determined in this instance as no sample was received for investigation. Without a sample to examine it is not possible to determine whether a manufacturing defect could have caused or contributed to a report of this nature. In this instance, without the complaint sample to examine it has not been possible to conclusively link this feedback to a specific failure mode; however, a review of the customer feedback database indicates that this is an isolated occurrence with no further reports of this nature against the product 41173e-0006 over the past 12 months.

Event description:
It was reported that bd alaris smartsite gravity set was disconnecting the following information was received by the initial reporter with the following verbatim. Reports of the tubing pulling off drip chamber during use. No further information able to be provided as this has been discarded and was a one-off event according to clinician.